Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient was admitted to the hospital for elevated blood glucose levels attributed to an e4 (occlusion error) within the system. Patient stated occlusion during the night and she must not have heard the alert; alert is in the history. Requested return of the alleged device for evaluation.